Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and instructed the customer to return the problematic device to tandem using a provided return box and pre-paid label. Customer was advised to put the pump into storage mode before returning it and understood the replacement pump would come with updated software. They also acknowledged the need to program pump settings and connect their cgm to the new device. The caller was informed to return the faulty pump within 10 days to avoid charges, the customer will continued to use the pump for insulin therapy.